Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that on (B)(6) 2015 the patient had symptoms of difficulty walking that were improved by reprogramming. The symptoms returned three days later on (B)(6) 2015. No troubleshooting was done and the cause of the event was not determined. The patient continued to have difficulty walking. No interventions or outcome were reported regarding this event. If additional information is received, a follow up report will be sent.